Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address hip pain. All components were very stable. Doi: 2006 - dor: (B)(6) 2011 (left side). **update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, dislocation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has been provided. There is no additional information that would affect the outcome of this investigation. Doi: (B)(6) 2006. **update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, inflammation, dislocation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The liner and head are now being reported to address these issues.